Event description:
Additional information received reported that there were no patient symptoms involved with this event. It was noted that a lead replacement was performed.

Event description:
It was reported that over the last six months the healthcare provider (hcp) had noticed increased difficulty with the stimloc holding the lead in place. The lead seemed to slip through more easily and the hcp had to replace the migrated lead. The hcp had not had to do this in the eight years prior to this time. The hcp spoke with a manufacturer representative (rep) and was given some ¿pointers¿ on how to use the stimloc better. The hcp changed her practice to use these ¿tricks¿ and began using fluoroscopy after burying the lead, which she had not done in the past. The cause of the leads migrating and more details about the issue were not reported, so additional information was requested. If additional information is received a supplemental report will be sent.

Manufacturer narrative:
(B)(4).